Event description:
Caller alleged discrepant low inratio2 inr result I comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio2 inr: 1.5, laboratory inr: 3.4. The time between testing was 1.5 hours. Therapeutic range 2.5 - 3.5 for the pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. No further investigation was performed. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.